Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used (it is unknown if the device was used during a procedure). According to the complainant, unspecified problems were encountered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: a nurse at the account indicated the unspecified problems had been resolved; therefore, the device would not be returned.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: unspecified problems. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used (it is unknown if the device was used during a procedure). According to the complainant, unspecified problems were encountered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.